Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to customer¿s blood glucose level. At the time of the report, the alarm was unable to be cleared. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.